Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) procedure, an air embolism was observed in the right coronary artery (rca) and st elevation was noted on electrocardiogram (EKG) which resolved after five minutes. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.